Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Visual inspection and functional testing were performed on three pictures received and one sample returned. During the analysis conducted it was observed at the top view of the product with their respective pouch in the first picture; the other angles are focused on the pump tube which marks are visible, however, it is not possible to confirm the failure mode since no obstruction neither occlusion are visible. No discrepancies were detected, the whole set could be primed and once was set, there are no discrepancies were detected, the failure mode was not confirmed. No corrective actions are required since the complaint was not confirmed.

Event description:
It was reported that when the suspect device was not functional after being attached to the cassette. There was no further information provided by the customer, however; no patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08590 is no longer considered reportable, please disregard any MDR reports associated with it.